Event description:
It was reported that the ventilator failed the gas supply test during pre-use check indicating that the o2 supply pressure was too high. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The reported ventilator showed oxygen pressure too high. The ventilator was investigated on site by our service technician. The inspiratory channel pcb was replaced which solved the issue and the pcb was returned for investigation. Simulated use testing of the received inspiratory channel pcb has reproduced the described customer issue. An evaluation of the received device logs could confirm the event. Measurements made on the pcb showed a broken connection in the pin that is connecting the pcb board with the o2 module. This resulted in incorrect readings of the inlet pressure from the o2 module. A small damage on the pcb was found in the area of the concerned connection. This error will cause the o2 module to not give any oxygen during ventilation. By design all the ventilation will be handed over to the air gas module and continue with 21% oxygen concentration. Alarms will be activated and if present, detected during pre-use check. The conclusion of this matter is that a damage on the inspiratory pcb caused the open connection between the pcb and o2 module to fail. The root cause of this damage cannot be determined.